Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced ongoing elevated blood glucose (bg) levels. Additional information regarding the reported issue was not provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue found.